Event description:
It was reported that the patient's ipg would no longer hold charge. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.